Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they needed additional length, they used an 8784 but the spinal segment would not latch down to connector. The physician requested a new connecter and trimmed small amount of spine segment and then it latched down to new connector. The patient recovered without sequela. No further complications were reported or anticipated .

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found that the collet was prelocked and it was unknown if the issue was procedural.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, lot#: hg3s5ub17, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 30-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 during the initial implant procedure, the collet on the connector for the catheter was not clamping down. The cause was unknown. They opened a new kit and then the doctor trimmed off the end of the spinal segment before attaching the new connector successfully. No patient symptoms/complications were reported. No further complications were reported/anticipated.